Manufacturer narrative:
Concomitant medical products: 5071-53 x2 lead, implanted: (B)(6) 2004; dtma1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high out range impedance. The lead had undersensing of r-waves leading to inappropriate ventricular pacing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.